Manufacturer narrative:
Concomitant medical products: 5076-52, lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular lead had high and undefined impedance, oversensing and noise resulting in inadequate therapy. The lead was explanted and replaced with a pacing lead as the patient's device was downgraded. No patient complications have been reported as a result of this event.